Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: there were no lines found through the display. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Also unrelated to the complaint, the battery compartment was cracked below the bumper pad and the cartridge compartment was also cracked.